Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged reset was verified. No failure related to the reported battery issues was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. Additionally it was reported that an unexpected reset occurred. Also it was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer's blood glucose ranged from 244-247 mg/dl. Reportedly, the customer will continue to use current pump until replacement arrives.